Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 150 mg/dl at the time of the call. The customer was given a glucagon shot to treat. The customer experienced symptoms such as sweating, confusion, inability to speak, unresponsiveness, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer believes the pump over delivered. The customer's last set change before the call was a week prior. The customer also got no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms and bolus anomaly noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.